Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr could not duplicate error. Fsr calibrated the transducers. Upon further evaluation, it is likely that there is a possible leak present. Fsr will replace all tubings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported turbine failure issue on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.